Event description:
Related manufacturer reference number: 2017865-2023-23063. It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, when attempting to cross the tricuspid valve, extreme goose necking was observed from the delivery catheter. When examined, the delivery catheter and lp had a gap between the docking cap. The delivery system was removed from the patient. Upon external assessment, the catheter tethers were permanently misaligned. A new lp and delivery system were used to complete the implant successfully. The patient was stable.

Manufacturer narrative:
Device history record was reviewed. No anomaly was noted. All manufacturing operations have been completed and signed off. The reported complaint of premature separation was not confirmed. Visual inspection was performed and the outer helix length was within specification. The inner diameter of the button where the bullets on the tether interact was measured and found to be within specification. Further electrical analysis was performed, and the device exhibited normal device characteristics without any anomalies.